Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have the main tube broken. A piece measuring proximately 0.1 x 0.116 was not returned with the instrument. Failure analysis found additional observations not reported by site and related to the primary failure: the instrument was found to have a broken grip cable at the distal end. The broken cable segments that contain the crimps were missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the tip-up fenestrated grasper instrument could not be straightened to be removed from the trocar. The trocar and instrument were taken out of the patient together. The tip of the instrument broke upon being removed from the trocar while outside of the patient. The procedure was completed with no reported injury.